Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets failed. A field service engineer (fse) used hardware test application (hta) to remove all cubies in the drawer and cleaned debris and then reseated all row board connections and rebooted the station. The customer tested the device to ensure its proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had pocket failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.